Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found e226 error was confirmed due to faulty video connector. E849 was not confirmed. Multiple occurrences of error message 853 ¿white balance incomplete¿ in the message history were also noted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite ii video system center displayed error codes e226 and e849. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2 and e3 with information inadvertently left off of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a video connector failure was the cause of the phenomenon "e226 error code". The root cause of part failure could not be determined. Olympus will continue to monitor field performance for this device.